Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-07170. It was reported that the patient experienced their stimulation auto-reducing and opted for a competitor's device. Explant surgery may take place.

Manufacturer narrative:
A patient experienced their stimulation auto-reducing and opted for a competitor's device was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.